Event description:
This report is submitted for increased mitral regurgitation and tissue damage which occurred with the clip (10321615/(B)(4)), and is considered a serious injury. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted and the mr grade was reduced to 2, with a jet lateral to the implanted clips. A third clip delivery system (cds 10321615/(B)(4)) was prepared for use. The clip was positioned in the area of the lateral jet without issue. The leaflets were easily grasped with good echocardiogram visualization. When the color in the echocardiogram was switched on, it was observed that the mr grade had increased significantly. Both leaflets were still well grasped. The clip was opened, and the leaflets were grasped again, but this did not improve the mr. The clip was opened, and the origin of the new jet was examined in detail. It was found that the new jet was due to a hole in the anterior medial leaflet. It was assumed that the hole was punched when the 3rd clip was closed during the first grasp. It was not possible to reduce the mr grade; therefore, the cds was removed and the clip was not implanted. The procedure was aborted with a residual mr grade of 4. The patient was hemodynamically stable and extubated. The site plans to monitor the patient and send him electively to mitral valve surgery, but the date is not yet defined. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 2 mitraclips implanted the device was not returned and there was no reported device malfunction. The reported patient effects of worsening mitral regurgitation (mr) and tissue damage (mitral valve injury), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. In this case, as reported by the physician, it is possible that the tissue damage was caused by the clip grasping the leaflet; as a result of the tissue damage, a hole in the anterior leaflet developed, causing the mr to increase. Although a conclusive cause for the reported tissue damage and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the device history record revealed no non-conformances that would have contributed to the reported event and did not reveal a potential relationship to the reported patient effects. Based on the information reviewed, there is no indication of a product deficiency.